Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded an alert for high out of range shock impedance measurements. Technical services (ts) reviewed the data and noted that this patient has high out of range shock impedance measurements and as a result, this crt-d already had tachy therapy turned off. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.